Event description:
Patient's caregiver called in to report service error code that would not clear. Customer care attempted troubleshooting by walking the patient through reboot steps. The monitor continued to say "connect plug to monitor" when it was already connected and wouldn't clear. The issue was not resolved. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Returned therapy cable passed weight, safety, and eit. The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections and was reconditioned. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.